Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the event was attributed to component failure; there was breakage of the image guide bundle fibers. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchofibervideoscope was not displaying an image. It was not specified during what type of device usage the reported event occurred. There was no reported patient injury or medical intervention associated with this event.